Manufacturer narrative:
Update received 25 jul 2025: during the index procedure the left arm venous outflow venous-graft anastomosis was treated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm venous outflow anastomosis. Approximately 24 months post procedure patient suffered left arm arteriovenous graft stenosis. Patient found to have high venous pressure with prolonged blee ding, patient had moderate to severe stenosis which responded well after angioplasty with an 8 mm balloon with 20 mm of pressure for 1 minute, then a 10 mm balloon with 16 mm of pressure. Patient recovered.